Event description:
A distribution partner sent in a letter stating the cuff on the balloon was leaking.

Manufacturer narrative:
Based on available information this event is deemed a reportable malfunction. The medical determination is that this malfunction is likely to cause or contribute to a serious injury to a patient: because an endotracheal, tracheostomy or laryngeal airway cuff that is leaking would not form a good seal around the airway of the patient thereby leading to gaseous leaks and a reduction in patient ventilation. This also predisposes the patient to the risk of aspiration of pulmonary secretions. Such a device would need to be removed and replaced. An investigation was conducted and a cause could not be found. We anticipate the torn could have been induced during product usage where balloon may potentially contact with sharp object such as laryngoscope etc. Or caught by teeth during intubation process. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.